Manufacturer narrative:
Corrected fields are e1 event site telephone, event site state, h6 component , h6 type of investigation and h11. Updated fields are b4, g3, g6, h2. User utilized the help screen and pressed the iab fill key which resolved the alarm and resumed therapy. He verified there was no blood in the helium tubing and that all lines and connections were free from kinking, secure, and appropriate. Andrew reported that the patient is alert, oriented, and talking and has been tachycardic throughout the day. The esp personnel explained the nature of the alarm and that it was likely triggered by a combination of the above clinical factors. The esp personnel gave julio her contact number should the alarm become a nuisance so we could troubleshoot together.

Event description:
N/a.

Manufacturer narrative:
A gas loss in the iab circuit takes place when the pump detects a helium loss due to a leak or high rate of diffusion in the iab circuit. When a cumulative shuttle gas loss exceeds a nominal 5 cc/hr dynamic limit a gas loss alarm is triggered. The alarm activates only when the iab inflation period >=80 msec and deflation period >=250 msec. Gas loss cause: 1. Pump system malfunction mitigation: if no leaks, occlusions, or patient conditions (fever/tachycardia), perform manual iab autofill using fill key (purges/replaces helium and recalibrates). Troubleshooting performed via phone with emergency support. No service/repair performed or parts replaced.

Event description:
User called into emergency support program line to request and report issue during use with cardiosave regarding gas loss in iab circuit alarm. There was patient involvement and no harm reported.